Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 5.00mmx 90cm x2cm peripheral cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured at below rated burst pressure (rbp). The procedure was completed with a different device. There was no patient injury or complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the balloon identified that the balloon was not inflated. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the proximal edge of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the tip and blades observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 5.00mmx 90cm x2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at below rated burst pressure (rbp). The procedure was completed with a different device. There was no patient injury or complications reported.